Event description:
In 1983, I was advised to have a subcutaneous bi-lateral mastectomy due to severe fibro cystic breast disease and have reconstruction with implants, and I did. In 2013, I had my implants replaced with allergan natrelle 410's. Sometime in 2017, I developed skin rashes and discomfort in and on my breasts. In 2019, after consulting with numerous doctors and having biopsies done it was recommended that the implants be replaced to help improve situation. At that time numerous tissue samples were taken, and results were that it was b-cell lymphoma caused by implants. From (B)(6) hospital in (B)(6), I was then sent to city of (B)(6), for chemo treatment and (B)(6) medical center in (B)(6) for surgeries to remove all breast and chest tissue to prevent spreading and possible death and to repair skin to close chest area up, 6 surgeries to date (I now have no breasts and no chance for reconstruction). All 3 facilities have tests results and possible have the implants. In 2019, I had received a letter from allergan about a product safety alert regarding allergan natrelle implants causing lymphoma. Please reach out if I can provide further information. FDA safety report ID# (B)(4).